Event description:
A healthcare professional reported that the laser had misjudged distance/depth causing the pattern not to cut in intended location and rhexis on a lens with multiple bubbles and poor red reflex, place a bandage contact lens to stop the symptomatic leak in the unknown eye during cataract surgery. There are multiple related reports for this reported event. This report addresses of unknown patient, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was able to confirm the reported issue. The company representative cleaned and lubricated the optical coherence tomography reference mirror guide rails. The system was tested and found to meet product specifications. Two potentially relevant complaints were found and reviewed as part of this investigation. The complaints were determined to be relevant to this investigation. The root cause of the reported event is attributed to wear/reliability of the system. The manufacturer internal reference number is: (B)(4).